Manufacturer narrative:
8/14/97-supplement #1 sent to FDA. Additional data entered in d9.device evaluation indicated and codes entered in h3 and h6.

Event description:
The device was used during an unspecified procedure. Reportedly, bleeding was observed at the staple line. The surgeon cauterized to stop the bleeding. The hospital has reported no patient injury occurred.